Event description:
The customer's husband contacted nephron pharmaceuticals corp regarding a product complaint associated with the ez breathe atomizer on (B)(6) 2013. He reported that his wife used the atomizer immediately after removing the device from the box to alleviate her asthma symptoms. He added that the device did not produce an aerosol mist to alleviate her asthma symptoms, and his wife required medical treatment at the hospital for the asthma attack. The pt's past medical history is significant for asthma. During the follow-up phone call, the pt's husband reported that she required medical treatment previously for asthma after another atomizer failed to produce an aerosol mist. As a result, two medical device report medwatch 3500a forms will be submitted to the FDA at this time.

Manufacturer narrative:
An eval of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable.